Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod between 36 and 48 hours. The patient also had blood glucose levels of 348 mg/dl. Symptoms reported include being unresponsive and a lot of sweat. The patient was treated with IV(intravenous) dextrose and IV fluids. The patient was released the same day. The pod was worn when seeking medical attention.